Manufacturer narrative:
H6: the initial reporter provided ventec with a picture of the patient circuit which confirmed that it had broken. The patient circuit was not returned to ventec for an evaluation. The cause for the reported issue could not be conclusively determined.

Event description:
It was reported to ventec that the device was displaying a "patient circuit disconnect" alarm. Medical personnel responded and observed that the patient circuit (pediatric, passive, heated, with oxygen) had broken at the "heater point". There was patient involvement associated with the reported event, however, there was no patient harm as a result of the reported issue. Following the event the patient was stable. No further details were provided. Additionally, the initial reporter did not provide the vocsn serial number, or the lot code of the broken patient circuit. As a result, section d4 (serial number, lot codes and UDI number) are "unknown", and section h4 (device manufacturing date) shall be left blank. Section d4 model number and catalog number reflects the information known about the patient circuit.